Event description:
A report was received from health canada's canada vigilance program which states, "alaris IV pump found to be silently alarming, reporting communication error between channel and pump. IV fluids have likely not been running for a while; pt came in with hypoglycemia, and was trending with blood sugars in the low 4's for hours, per nx rn." The customer reported that there was no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris IV pump found to be silently alarming, reporting communication error between channel and pump. IV fluids have likely not been running for a while; pt came in with hypoglycemia, and was trending with blood sugars in the low 4's for hours, per nx rn." The customer reported that there was no harm.